Event description:
It was reported that, on an unknown date, the tip of the inner shaft for the extraction screwdriver was found to be broken. It was reported that the device did not malfunction during surgery. It was reported that this event occurred with no patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part and lot number combination is unknown at synthes. No DHR review was possible. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. Placeholder.